Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the unit was not sealing properly. It was being used in conjunction with a ligasure device. Patient had bleeding at sealing line. Bovie was used to cauterize the sealing line. The surgeon experienced bleeding with 5 different patients. Another unit was brought in and the bleeding was no longer an issue. This was how it was determined that it was the generator not the handpiece. It was a steady oozing that was handled with a bovie cautery, roughly 20cc-50cc of blood loss.